Event description:
It was reported via phone call that the customer passed away at home on hospice. The customer was hospitalized on (B)(6) 2022 due to chronic obstructive pulmonary disease and diabetes. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The auto mode on the insulin pump was unknown. It is unknown if the caller to return the insulin pump for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in description summary and provided in b5 section of this report.

Event description:
The spouse reported the user passed away at the hospital on (B)(6) 2022 from septic shock, a tree had fallen on customer. User was admitted into the hospital on (B)(6) 2022 due to the tree falling on them. Spouse stated blood glucose at time of admission was 600 mg/dl but was not sure. Customer last wore pump on (B)(6) 2022. Hospital did not put pump back on user. It is unknown if auto mode was in use. Insulin pump return is expected.

Manufacturer narrative:
Retainer ring = black. Ems responded, hospitalization, high bg's and then the customer passed away on (B)(6), 2022. On svn (B)(6) customer was hospitalized on (B)(6) 2022, had high blood glucose, and then passed away. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at (B)(4) inches. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. Please see below for the customer's daily total of all insulin delivered surrounding the event date 30-apr-2022 listed on smartsolve and the days prior to the event date. 04/24/2022 daily total of all insulin delivered: 0 (0 u) (B)(6) 2022. Daily total of all insulin delivered: 0 (0 u) (B)(6) 2022. Daily total of all insulin delivered: 0 (0 u) (B)(6) 2022. Daily total of all insulin delivered: 0 (0 u) (B)(6) 2022. Daily total of all insulin delivered: 0 (0 u) (B)(6) 2022. Daily total of all insulin delivered: 0 (0 u) 04/30/2022 daily total of all insulin delivered: 0 (0 u). Device passed the functional testing. Unable to confirm alleged high bg's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.